Manufacturer narrative:
(B)(4). The customer report that "the stopcock portion cracked" was able to be confirmed through investigation of the returned sample. The customer returned one 6fr sheath for analysis. Signs of use were observed in the form of biological material. Visual analysis revealed significant crazing and a crack on one luer hub of the stopcock. The stopcock was flushed with water, and leaking was observed from the crack. The inner diameter of the proximal edge of both luer hubs were within specification limits. A device history record review was unable to be performed as no lot number was provided. It was determined that the appearance of the crazing is consistent with constant applied stress such as a sustained load or chemical exposure. The manufacturing unit confirmed that the stopcock is 100% inspected after the bonding process between the stopcock and the extension line tubing. Attempts to replicate the observed damage using a lab inventory sample were unsuccessful. Exposure to significant pressure, undue force, and alcohol were unable to create similar damage; however, the exact conditions of use are unknown. Additional information indicated that the device was likely primed with normal saline. The only fluids administered through the device were the patient's own blood through an ECMO circuit. No information was provided regarding any disinfectants used or storage conditions prior to use. As per the customer report, the device was in use for 34 hours prior to cracking, indicating that the damage was sustained during use. The instructions for-use (IFU) provided with this device states, "some disinfectants used at device insertion site contain solvents which can weaken the device material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials." Based on the inability to recreate the damage using a lab inventory sample, and the unknown storage conditions and exposure to disinfectants prior to use, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "I have a super arrow-flex percutaneous sheath introducer set with integral hemostasis valve/side port 6fr 24 cm., in which the stopcock portion cracked while in use. I would like to send it back to you for analysis. The product had only been in use for 34 hours."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "I have a super arrow-flex percutaneous sheath introducer set with integral hemostasis valve/side port 6fr 24 cm., in which the stopcock portion cracked while in use. I would like to send it back to you for analysis. The product had only been in use for 34 hours."